Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/20/2019. Additional information was requested and the following was obtained: can you obtain product code and lot of vicryl plus suture? Product code vcp303, lot ljz378 h3 device evaluation summary: one sealed box with thirty-six unopened samples and nine unopened samples inside one opened box of code vcp303, lot ljz378 were returned for analysis. As total forty-five unopened samples were received. The complaint sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-85760 and 2210968-2019-85761. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you obtain product code and lot of vicryl plus suture?

Event description:
It was reported that an animal underwent an unknown procedure on unknown date and suture was used. The needle came off of suture during use. It is unknown if a similar device was used or if it was completed successfully. There were no adverse patient consequences reported.